Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus". However, it was used in the iliac vein and it ruptured. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the iliac vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. When the balloon was inflated more than once inside the wallstent at 1 atmosphere, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient was doing well.